Event description:
It was reported that there was noise on the right ventricular (rv) tip to rv coil vector. It was noted that a chronic rv pace/sense lead had been reactivated approximately 15 months prior and was being used to replace the pacing function of an active rv defibrillation lead. It was also reported the rv pace/sense lead had cracked insulation. The rv sensing integrity count was elevated. The rv pace/sense lead was capped and a new rv defibrillation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.